Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of guidewire damage was able to be confirmed by the photos. The second and third photos reveal a kinked guidewire. The first photo showed the product lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire.". Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the spring wire guide had a "curly tip". The physician tried to advance the guidewire through the introducer needle but cannot insert it through the needle. A new PICC set was used. Issue was detected prior to use on patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the spring wire guide had a "curly tip". The physician tried to advance the guidewire through the introducer needle but cannot insert it through the needle. A new PICC set was used. Issue was detected prior to use on patient.